Manufacturer narrative:
MDR . / initial 3 of 9. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026. The issue occurred with nine infusion sets. The infusion sets fell off during use in less than a day to two days of usage. The patient replaced infusion set and resumed insulin deliveries successfully.